Event description:
It has been reported to philips that there was a failure in x-ray acquisition. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer communicated with the customer and confirmed that the failure detected in x-ray acquisition. The philips remote service engineer provided the analysis findings however, they were unable to confirm the final disposition as the customer refused the service, the quotation has been cancelled and no service has been provided from the philips. Investigation concludes that no further action is required at this time. To date, no further information was received. The codes were updated based on the investigation outcome.